Manufacturer narrative:
A product investigation was completed: the t15 stardrive screwdriver (314.115 lot 5116168) is utilized in multiple systems for inserting locking screws. Relevant technique guides were reviewed. It was reported that the handle is cracking. The returned device was examined and the complaint condition was confirmed. No fragments were liberated from the handle; however numerous cracks exist, concentrated primarily around the cross pin. The drawings for this screwdriver were reviewed this device was manufactured november 2005. The design was found to be adequate for its intended use. No issues were found during the manufacture that would contribute to the complaint condition. The complaint against the returned device is plausibly due to age, wear, and the effect of the repetition of the sterilization process on the material of the handle. The complaint against the returned devices is plausibly due to age, wear, and the effect of the repetition of the sterilization process on the material of the handles. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of a t15 stardrive screwdriver is cracking. No procedure or patient involvement was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: november 16, 2005. A material record report was found on part number es0003.78 with lot 5002894 for mcn & op number not on certificate of conformance (c of c) from the supplier. The supplier provided the corrected c of c and the parts were accepted. This non-conformance is not relevant to the complaint condition because the issue is documentation. No issues were found during manufacture that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.